Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was calibrated and the bag/vent switch was replaced.

Event description:
During servicing of the machine, it was noted the bag/vent switch was not functioning as expected and the unit had a ventilator failure. There was no report of patient involvement.